Manufacturer narrative:
The returned device was evaluated and a tear was found in the unexposed portion of the soft cannula. It can not be conclusively determined when the tear occurred or if it resulted in the pod failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
After investigation it was found the cannula had a tear in the unexposed portion of the soft cannula. The patient's blood glucose levels reached 320 mg/dl while wearing the pod longer than 48 hours. As treatment, a new pod was applied.